Manufacturer narrative:
(B)(4).

Event description:
It was reported that after going through airport security, the pt felt no stimulation. The pt forgot her programmer. The device was turned off at the time of the exposure. The pt had pain, but it was unclear if it was pre-existing or related to the device. Additional info was requested.